Manufacturer narrative:
The subject device is not available.

Event description:
During the thrombectomy procedure, it was reported that the balloon was ruptured upon inflation. The procedure was completed successfully without the inflation of the balloon. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the flowgate balloon was examined under magnification and the balloon was noted to be ripped from its proximal side. The balloon was rolled back to its distal side over its distal tip. The balloon was ripped 360 degree around the flowgate and rolled over its distal tip section. The flowgate distal tip was examined, it was covered with the balloon. The flowgate shaft was inspected along its length, it was accordion wrinkled on its proximal and middle shaft. From the condition of the flowgate balloon (balloon torn) it appears that during retrieving the flowgate from the sheath. The flow gate distal tip was slightly compressed. Functional testing could not be performed due to the anomalies noted to the device. In the case of this complaint, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Looking at the condition of the balloon, it is likely that the tear in the balloon and other anomalies (wrinkles on its proximal and middle shaft and compression on the tip) observed during the device analysis may have been caused during the procedure either during manipulation of the device or during retrieval from the sheath. The reported issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited. Therefore, an assignable cause of procedural factors was assigned to the reported and analyzed code balloon burst/ruptured inside patient. D4: expiration date: added h4: manufacturing date: added h3: device evaluated by mfg: updated h3: summary attached: updated

Event description:
During the thrombectomy procedure, it was reported that the balloon was ruptured upon inflation. The procedure was completed successfully without the inflation of the balloon. No clinical consequences reported to the patient.